Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported on behalf of the patient that their stimulator was non-functioning and the patient had a return of baseline pain. The patient noted that their stimulation stopped after a fall, but the patient could not recall when the fall was. The manufacturing representative met with the patient on (B)(6) 2016; every electrode had impedances above 10,000. X-rays were reviewed by the patient¿s physician, and they showed a probable lead fracture. The patient¿s system was replaced on (B)(6) 2016. At the time of the replacement, it was confirmed that the patient¿s lead was found to be broken. Additionally, the patient requested a non-rechargeable battery, as they found charging to be a burden. The patient¿s battery was replaced with a non-rechargeable battery out of convenience for the patient. The patient¿s lead will be returned to the manufacturer. The patient¿s other medical history includes: depression, post-traumatic stress, diabetes, hypertension, and chronic pain. The patient was implanted for spinal pain and non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.